Event description:
Account - sanofi aventis sanofi complaint ref# (B)(4). Item, sku, lot# - unknown event description: needle (partially) blocked note - this request is received from brazil please check the attachment for additional information.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.